Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by MFR: device not returned.

Event description:
Patient underwent revision surgery on (B)(6) 2016. Competitor products were implanted with palacos cement. It was reported that patient underwent an irrigation and debridement and was placed on antibiotics after first left total knee revision due to infection-like symptoms. No additional information is available.